Manufacturer narrative:
The implant date, lot number, manufacture date and expiration date were unable to be obtained though good faith efforts. The data was obtained through a review of the surgical history previously provided by the physician.

Event description:
It was reported that the patient experienced occasional inflation issues and pump dimpling with an inflatable penile prosthesis (ipp). Troubleshooting was attempted to no avail. A surgical procedure was performed in which it was seen that the pump had migrated and its tubing kinked preventing appropriate inflation due to excessive tubing. The existing pump was removed and replaced and the tubing was tailored to prevent migration from occurring again. The patient fully recovered following the intervention.

Manufacturer narrative:
Investigation summary: based on the information available, there was no device available for analysis. The reported allegations of mechanical issues, inflation issues, pump collapse, pump migration, tubing kinked and tubing too long were determined to be inadvertent/unintentional interaction of the inflatable penile prosthesis (ipp) that likely occurred due to the device manipulation during set up; this is likely the most probable cause of the event. Device history record (DHR) review: DHR review confirmed that the device met all material, assembly and performance specifications. Technical analysis: the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Investigation conclusion: based on the information available, a conclusion code of unintended use error caused or contributed to event was assigned to this investigation. The implant date, lot number, manufacture date and expiration date were unable to be obtained though good faith efforts. The data was obtained through a review of the surgical history previously provided by the physician.

Event description:
It was reported that this inflatable penile prosthesis (ipp) exhibited periodic inflation issues and pump dimpling. Troubleshooting was attempted to no avail. A surgical procedure was performed during which is was found that the pump had migrated and its tubing, which was deemed excessive, had kinked preventing appropriate inflation. The existing pump was removed and replaced and the tubing was tailored to prevent migration from occurring again. No patient complications were reported.